Event description:
During the avm procedure, the ultraflow catheter disrupted at the distal part. Dr.. Was able to recover the "loose" part with a goose neck snare. After the recovery of the disrupted ultraflow catheter, dr. Used a new one. This one burst at the junction of the flexible part of the catheter. Dr. Did not notice that and injected the onyx. Due to the burst, the onyx flowed into the carotid.